Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service indicates: problem summary : urgent - unit has blown up in theatre and taken out all the electrics in the theatre repair details: fault reported unit has blown up fault found burn marks on the power board action taken new power board fitted completed device identification update general inspection erased the error log tests qip function test electrical safety test- est115310 passed all tests probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure use error: console is sterilized or disinfected use error: console cleaned with incompatible products the reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.